Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct section d4, the expiration date and the UDI no. As it was inadvertently left blank in follow up no. 1.

Manufacturer narrative:
A4: weight - 101.4 kg d6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the wire seemed to get stuck in the fine cross micro guide after multiple wire exchanges. The wire finally came out, but the catheter would not flush properly. The operator of the device noticed a piece of material in the co-pilot and pulled it out. He suspected it could be the inner lining of finecross. The catheter was removed and the procedure was continued. There was no blood loss. The patient condition is unknown. Additional information was received on 9/25/18. During a percutaneous coronary intervention (pci) with typical use of finecross to facilitate a crossing of a lesion in the coronary artery and exchanging wires.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the expiration date and the UDI no., and to provide the completed investigation results. Results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. Conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon evaluation of undamaged sections of the returned sample. The actual finecross mg sample and a segment of unidentified transparent sheet-like substance were returned for evaluation. Visual and magnifying inspections of the transparent sheet-like substance revealed the following. The length was approximately 200mm and the width was approximately 0.7mm. The thickness was approximately 10 m. On the surface of the substance, a pattern which appeared to be the impression of the braided wire of the finecross mg product was found. Ft-ir analysis of the substance obtained a spectrum which was very similar to that of the ptfe-made inner layer of the finecross mg product. Visual and magnifying inspections of the actual sample found no anomalies, such as a break, in the appearance. Magnifying inspection of the lumen of the shaft at the distal end of the shaft and at the proximal end of the hub revealed no anomalies, such as deformation. X-ray fluoroscopic inspection of the shaft verified there was no anomaly, such as deformation, in the state of the reinforcement. The inside diameter was measured and confirmed to meet manufacturer specifications. A factory-retained syringe was connected to the hub of the actual sample and an attempt to flush the actual sample was made. The actual sample failed to be flushed. Subsequently, a factory-retained guide wire sample (runthrough ns 0.014inch) was inserted into the actual sample from the hub of the actual sample. It became stuck at approximately 370mm from the distal end of the shaft of the actual sample. The actual sample was cut open longitudinally for further inspection of the inner surface. A foreign substance reddish brown in color was found to be obstructing the lumen on approx. 360 - 370mm from the distal end of the device. Ft-ir analysis of the foreign substance obtained a spectrum which was very similar to that of the casein (protein). The foreign substance is most likely to be a clot. Magnifying and electron microscopic inspections of the inner surface of the actual sample found that the inner layer which should have been present on 0 - approximately 170mm from the distal end of the device was missing. From this, it is most likely that the transparent sheet-like substance is from the peeled inner layer of the actual sample. Functional testing was conducted. An adhesive simulating a clot was attached to the surface of a factory-retained guidewire (0.014inch) and this guidewire was inserted into a factory-retained finecross mg sample. After the adhesive was solidified, the finecross mg was subjected to pulling force in the direction of withdrawal, with application of pushing force to the guide wire at the same time. As a result, the inner layer of the finecross mg on the section from 0 to approximately 30mm from the distal end of the shaft was peeled apart and came out of the distal end of the shaft. The peeled and separated inner layer measured approximately 0.7mm in width and approximately 10 m in thickness with the impression of the braided wire on the surface. A review of the device history record and shipping inspection record of the involved product/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the involved guidewire with the adhesion of clots on the surface was inserted into the actual sample and the guide wire became stuck in the lumen of the actual sample due to the presence of the clots. In this state, the actual sample was subjected to pulling force in the direction of withdrawal, with application of pushing force to the guide wire at the same time. As the result, the inner layer of the actual sample was peeled apart and came out of the distal end of the shaft along with the guide wire. As a cause of the actual sample not having been flushed properly after the removal of the involved guidewire, it is likely that solidified clots blocked the lumen of the actual sample, preventing the flow of the flushing solution. However, the exact cause of the reported event cannot be definitively determined. The IFU states: remove the product, the guide wire and the guiding catheter altogether if any resistance is felt while withdrawing the product. Before inserting /withdrawing the product, clean the surface of the guide wire with gauze moistened with saline solution. Advancing/withdrawing the product over a guide wire with residual blood on its surface or a guide wire which is not fully wet may result in separation or break of the product.